Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had scratches on screen which affecting ability to see, bad battery alerts on good batteries, random no insulin delivery alarms, but also not always being alerted when there was no insulin being delivered, harder to push buttons and had grinding noise during rewind. The device will not be returned for analysis.